Event description:
Waffle cushion deflated while pt. Was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter) equipment failure reported to product safety specialist. Equipment is available for return. Response received from the manufacturer and product returned to them.